Manufacturer narrative:
The returned cable was evaluated. Visual inspection revealed a missing latch. During functional testing the device was able to draw power, there was light at the sensor and the device was able to obtain readings. Moving bending and pulling the cable causes measurements on the test device to drop out and re-appear. X-ray investigation revealed visible anomalies, frayed or broken wires at the end of the bend relief of the ch cable causing the device to function intermittently.

Event description:
The customer reported intermittent signal issues. No patient impact or consequences reported.